Manufacturer narrative:
There is insufficient info available to confirm whether a device manufactured by stryker may have caused or contributed to this event.

Event description:
It was reported that the surgeon found a loose ceramic insert when he looked at an x-ray after tha surgery.